Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the subject device (stent) was deployed at the target lesion, but migrated out of position from the aneurysm. The physician deployed a coil in the aneurysm to secure the stent and the procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the subject device (stent) was deployed at the target lesion, but migrated out of position from the aneurysm. The physician deployed a coil in the aneurysm to secure the stent and the procedure was completed successfully. There were no reported clinical consequences to the patient.